Event description:
During a follow up performed on (B)(6) 2014 high ventricular impedance (>3000ohms) was confirmed. Pacing and sensing failure were observed in the ventricular side. Capture failure was confirmed even with output 10v. The physician confirmed lead fracture from ECG and from x-ray photo observation. On (B)(6) 2014 another follow up was performed. Lead fracture was not confirmed by x-ray photo but lead impedance was still over 3000 ohms, and also pacing and sensing failure were observed. On (B)(6) 2014 a re-intervention was performed. During the procedure appropriate lead connection was confirmed by pull test. The lead impedance measured by an analyzer and it was over 2000ohms, capture failure was confirmed and in addition, r wave amplitude was immeasurable. The connector portion of the subject lead was cut and the rest of lead was left inside the body with a lead cap. A new lead and pacemaker were implanted.

Manufacturer narrative:
Review of the device history records revealed no irregularity.

Event description:
During a follow up performed on (B)(6) 2014 high ventricular impedance (>3000ohms) was confirmed. Pacing and sensing failure were observed in the ventricular side. Capture failure was confirmed even with output 10v. The physician confirmed lead fracture from ECG and from x-ray photo observation. On 25 march 2014 another follow up was performed. Lead fracture was not confirmed by x-ray photo but lead impedance was still over 3000 ohms, and also pacing and sensing failure were observed. On (B)(6) 2014 a re-intervention was performed. During the procedure appropriate lead connection was confirmed by pull test. The lead impedance measured by an analyzer and it was over 2000ohms, capture failure was confirmed and in addition, r wave amplitude was immeasurable. The connector portion of the subject lead was cut and the rest of lead was left inside the body with a lead cap. A new lead and pacemaker were implanted.

Event description:
During a follow up performed on (B)(6) 2014, high ventricular impedance (>3000ohms) was confirmed. Pacing and sensing failure were observed in the ventricular side. Capture failure was confirmed even with output 10v. The physician confirmed lead fracture from ECG and from x-ray photo observation. On (B)(6) 2014, another follow up was performed. Lead fracture was not confirmed by x-ray photo but lead impedance was still over 3000 ohms, and also pacing and sensing failure were observed. On (B)(6) 2014, a re-intervention was performed. During the procedure appropriate lead connection was confirmed by pull test. The lead impedance measured by an analyzer and it was over 2000ohms, capture failure was confirmed and in addition, r wave amplitude was immeasurable. The connector portion of the subject lead was cut and the rest of lead was left inside the body with a lead cap. A new lead and pacemaker were implanted.